Manufacturer narrative:
The customer did not inform siemens about the testosterone result. A siemens customer service engineer (cse) visited the customer site multiple times due to the failures in the daily cleaning procedure (dcp), which were addressed with replacement of all two-way valves in the reagent pump pathway, the fluid global input output bus printed circuit board, a solenoid valve, valves in line with the resuspend dilutor, the wash manifold, acid and dilutor control cable, and cleaning and water valves. The cse also adjusted the base pump and reseated cable connections. The cse verified that the instrument was operational by successfully performing the dcp and running quality controls. This instrument is performing according to specifications. No further evaluation of the device is required. Medwatch (B)(4) was filed with the FDA by the customer. Siemens was not made aware of any affected test results until the receipt of medwatch (B)(4), post-marked september 3, 2015. The post-marked date of september 3, 2015 was used as the awareness date for this information, however, siemens received the envelope containing medwatch (B)(4) after that date.

Event description:
Testosterone and vitamin d tests were ordered on an advia centaur instrument. A physician questioned a testosterone result that was reported. Quality controls were within range and there was no indication that the test results produced by the instrument were incorrect. It is unknown if there were any patient interventions or adverse health consequences due to this issue.